Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a definitive root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during a therapeutic total laparoscopy hysterectomy procedure, the electrosurgical cutting and coagulation forceps had a seal error with no coagulation. The procedure was completed with a similar device without delay. There was no reported patient impact.